Event description:
The pump and catheter were explanted and replaced. No pt symptoms were reported. The drug used in the pump was lioresal (dose and concentration not reported).

Manufacturer narrative:
Both the pump and catheter were returned for analysis. Final device analysis results on the pump revealed - no anomaly found. Normal device function. The catheter was returned. The piece returned was a 12.8 cm proximal segment including the pump connector. Testing indicated a hole in two places; 9.1 cm from the pump connector and: 0.6 cm from the catheter end. Results code for the catheter.